Event description:
A report was received that some employees had adverse reactions when coming in contact with cidex opa during manual high level disinfection. This is the report for the third employee who experienced cough, fever, chest pain, breathing difficulty, skin & eye irritation, congestion and coryza for 8 days. The employee was reported wearing a mask. The air exchanges were not measured, however, it was reported that the room was well-ventilated.

Manufacturer narrative:
References: 2084725-2009-00559, 00560, 00564, 00566, 00567.